Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and one of the wires from the instrument became exposed. The customer informed the staff to take an x-ray prior to closure of the incisions to verify no fragments felling into the patient¿s anatomy. The procedure was completed. On 06-may-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "a vessel sealer was used during a robotic sigmoidectomy and it was noted that one of the wires from the inside of the instrument became exposed. The vessel sealer was taken off the field, and a new one was opened. The team is informed to take an x-ray prior to complete closure of incisions to verify there are no broken pieces inside the patient. Charge nurse, davinci rep, and apsm made aware. Broken product: vessel sealer extend". Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.